Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via email of hospitalized low blood glucose readings from the insulin pump. The customer reported that emergency medical services was called twice to his house for low readings. The customer mentioned that he had low readings at a golf course and at a movie a half to two years ago. The customer declined assistance from helpline.